Event description:
It was reported to hill-rom that the head section of the bed was not working correctly. A hill-rom service technician inspected the bed and found that the CPR cable was kinked, causing the head actuator to release the head section when it was raised. The technician straightened the CPR cable and the bed began to operate properly.

Manufacturer narrative:
A hill-rom service technician inspected the bed and found that the CPR cable was kinked, causing the head actuator to release the head section when it was raised. The technician straightened the CPR cable and the bed began to operate properly.